Event description:
Related manufacturer reference number: 2017865-2025-15028. It was reported that during upgrade both right atrial (ra) and right ventricular (rv) leads dislodged inadvertently. Both leads were explanted and replaced. The patient is in stable condition.